Manufacturer narrative:
G4:21dec2020. B4:05mar2021. H11:g5:k102985. H10: the authorized service personnel (asp) replaced the power management (pm) board and motor controller (mc) board, checked whether it is working properly and whether the normal signal is normal. After the doctor¿s self-examination and use, the equipment confirmed that unit has restored all functions. The asp reported that the unit was not in use on a patient. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6)2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported primary alarm failed. The customer reported that the unit was in use on the patient, but there was no patient harm reported.